Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, out of range hv lead impedance was noted. No other electrical anomalies were observed. The physician has elected to schedule for furter testing. No further information was available.